Manufacturer narrative:
Qn#(B)(4). The report that the luer hubs separated from the catheter was confirmed. The customer returned one used 3-l, 7 fr x 16 cm catheter with the distal luer hub detached. Microscopic evaluation reveled he extension line had a jagged edge and a piece of the extension line extrusion was observed inside the separated luer hub. Extrusion drawing specifies the outside diameter (od) at 2.12 / 2.21 mm and the inside diameter (ID) at 1.42 / 1.50 mm. The outside diameter of the distal extension line was measured at 2.16 mm; the inside diameter measured 1.43 mm, which met specification. A device history record review was performed with no evidence to suggest a manufacturing related issue. Based on the appearance of the extension line and hub, it was determined that the luer hub separation was the result of excessive force placed on the extension lines causing it to tear. Therefore, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the hub separated from the extension line. As a result, the device was removed, but it is not known if it was replaced. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.